Manufacturer narrative:
(B)(4). Date sent 11/13/2025. D4 batch #158d10. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage and with a two reloads present. Glcr80b reload (a) had the proximal 11 doubles drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Glcr80g reload (b) had the proximal 18 doubles drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reloads were reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 158d10, and no non-conformances were identified. The lot#197d66 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? None. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a laparotomy, a loaded a glc80 with a blue reload and it only partially fired and wouldn't fire any further. So, we changed the reload to a green reload, and the same thing happened again.